Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this device declared a code 1003 indicative to voltage too low for remaining capacity. A safe replacement interval calculation was completed. Additional information reasonably suggests that the device was replaced. No adverse patient effects were reported.